Event description:
It was reported that the atrial lead exhibited high impedance measurements and was believed to be fractured. The system was reprogrammed to a vvir-mode and the lead was electrically abandoned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6948 implantable tachy lead 2006 (B)(6); 4193 implantable pacing lead 2006 (B)(6). (B)(4).